Event description:
It was reported that the customer experienced high blood glucose levels. Troubleshooting was performed, and the insulin pump passed the prime test, but failed the high pressure test. Nothing further to reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.